Manufacturer narrative:
Initial and final MDR 1904798 - MDR 3003442380-2024-12272 - device 1 of 3.

Event description:
Unomedical reference number 1904798. Event occurred in the united states. It was reported that patient faced 3 infusion set fell off events in between (B)(6) 2024 to 17-may-2024. The infusion set was in use from 12 hours to 2 days. No further information available.